Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and left ventricular pacing lead dislodged causing high pacing threshold measurements and the patient to experience syncope.